Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 450 mg/dl. The customer reported that they received reprogram alarm and alarm did not occurred during first rewind. The customer stated that reservoir was stuck inside the insulin pump and unable to remove it. No high blood glucose troubleshooting was performed. The insulin pump will not be returned for analysis.